Manufacturer narrative:
Other relevant devices are: etlw1616c124e, s/n: unknown, use by date: unknown, upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 50mm maximum diameter abdominal aortic aneurysm. During the procedure 6 endoanchors were also implanted to the proximal neck due to a concern for late failure. It was reported that two years and five months later, possible left limb stenosis was noted. This event has been assessed by the site as possible related to the device (endograft) it was reported that an associated symptom of this event is the patient is having falls. This event is unresolved and continuing without treatment. Dampened waveforms were present on ultrasound. This event is for further evaluation with CT imaging. The sponsor assessed this event as not related to the procedure and not related to the device (endoanchor). No cause of the event was noted. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
It was confirmed there is no device deficiency associated with the possible stenosis. No cause of the event is available. Patient is for further imaging to confirm stenosis. Other relevant devices updated: etlw1616c124e, s/n: (B)(4); use by date: 2019-09-26 ; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.